Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the device. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. No unexpected compromised force sensor system alarm anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken reservoir tube lip, a missing end cap sticker and a cracked lcd window.